Event description:
Patient came in for an elective procedure. While physician was placing the right coronary artery stent, the stent stripped off of the stent balloon and deployed inside of the vessel not in the intended area. The stent would not advance to the distal lesion. Unable to snare stent out of body. The patient required a second procedure the next day in an attempt to remove the undeployed stent without success. The patient was discharged home in stable condition to follow-up with his cardiologist.